Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes the loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, the mega needle driver instrument had a damaged cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used throughout the procedure; no issues were noted during the procedure and no missing fragments were observed. It must have been in central processing when the reported issue occurred. The surgeon did not report any issues during the last registered use of the instrument.